Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump failed to alarm no delivery. Customer's blood glucose reading was around 300 mg/dl and above. Customer reported that she treated with a pen shot and took 20 units of novolog. Customer's current blood glucose reading was 111 mg/dl. Customer is pregnant and reported that she still feels nauseous. There was no troubleshooting noted in the report. Therefore, the root cause of the reported issue could not be determined. Product is not being returned or replaced.